Event description:
The lens ejected prematurely from the delivery device and could not be positioned in the eye. Another lens was used for the procedure.

Manufacturer narrative:
See MDR 1920664-2007-01093 for delivery device used with this lens.